Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument had a tip chipping. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The fenestrated bipolar forceps (fbf) instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations replicated and confirmed the customer-reported complaint. The fbf instrument was found to have a broken grip at the grip base. A piece approximately 0.561 in x 0.193 in was found to be broken off. The broken piece was returned. Components adjacent to this broken grip do not show damage. Common causes of the broken instrument grips -tips are attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.